Event description:
It was reported that, explanted femoral component and poly due to loosening and failure per md. Explants sent to biomed. Pt status post right total knee replacement performed a little over two years ago. The pt has had a persistent knee pain and effusion on the right side. He has a left total knee replacement which he is very pleased with. More recently, he has described mechanical symptoms and clunking in the knee. This has lead to him having periods and episodes of instability with the right knee. Radiographically, the components appear to be well aligned, in good position, and without evidence of loosening. The knee was aspirated as well as esr (erythrocyte sedimentation rate) and crp (c-reactive protein) drawn which were negative for any signs of infected arthroplasty. Despite his negative workup, the pt was having significant disability and could not go on living with these types of symptoms, and he was offered a revision of his right total knee arthroplasty with an exploratory-type surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.